Event description:
The customer reported that the beckman coulter lh750 hematology instrument raised the following error message "aperture voltage lower fail." Upon investigation, a bloody leak was observed in the ttm (triple transducer module). The volume of the leak is unknown and the fse (field service engineer) was dispatched. The fse found diff tubing between diff mixing chamber and flow cell worn and damaged. The leaking area was cleaned and the diff sample tubing and the retic sample tubing going to the flow cell was replaced. Instrument operations was verified per standard instructions. The root cause is attributed to worn and damaged tubing between diff missing chamber and flow cell. There was no affects to patient results. There was no injury to the operator. However on a recurrence, the operator may be exposed to biohazardous material.

Manufacturer narrative:
(B)(4).